Event description:
A ventilator was returned to the manufacturer for periodic maintenance and device cleaning. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed that the loss of power alarm does not sound. The main board was replaced to address the issue.